Manufacturer narrative:
The device used is indicated as available for evaluation. As of the date of this report, it has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
This PICC line broke at the distal end, where the purple connector goes into the line from the hub, while infusion running.

Event description:
Follow up.